Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. A retention sample of the reported complaint batch was submitted and investigated. Testing results were reviewed and found to be acceptable. No root cause was determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that she put her lenses after soaking them in the solution for one day, experienced foggy vision and the symptom did not resolved after removing contact lenses. After that she experienced excruciating pain and went to emergency department and was diagnosed with bilateral chemical corneal abrasions. Eyes were irrigated. The burns were so bad, they recommended to shift to other hospital for further evaluations. Further information received on 11/dec/2022 states that the consumer went to emergency department with bilateral eye pain associated with photophobia and tearing. The consumer was positive for pain, redness and itching. Fluorescein test was done on both eyes resulting in approximately 5 to 6 mm over the central visual field for right eye. Consumer was diagnosed with bilateral corneal abrasions and corneal ulcer. Bilateral eye irrigations were done and discharged with antibiotics. Erythromycin 5 mg/gm ophthalmic ointment, ofloxacin 0.3% ophthalmic drops, albuterol hfa 108 (90 base) mcg/act inhaler, amphetamine/dextroamphetamine 5 and 10 mg tablet, cetirizine 10 mg tablet, loratadine 10 mg tablet, nitrofurantoin macrocrystal 50 mg capsule, erythroid ofloxacin were prescribed. The current status of patient's eye is resolved.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).